Event description:
Patient experienced a seizure during her 30th daily treatment after receiving 1,907 pulses. Patient was treated by ems and taken to the ER in stable condition.

Manufacturer narrative:
Provider attributes to medication non-compliance issue: patient reportedly ran out of venlafaxine, did not inform prescribing provider or tms staff at first, then may have resumed medication without discussing with prescribing provider. Patient is not continuing tms as their depression scores are hovering around remission. Patient will be seen by a neurologist.